Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's therapy stopped working. The reporter was a healthcare provider who was not with the patient to perform troubleshooting. It was reported the patient was experiencing loose stools and no control. This was reported as a sudden change in therapy. No further complications were reported or anticipated.